Event description:
It was reported to philips that the allura system fluoroscopy was not functioning. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and flipped the tripped switch which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was delayed for 10 minutes and completed by restoring the xray generator mcb trip and restarting the system. The philips remote service engineer (rse) analysed the system remotely and confirmed that the fluoroscopy was not functioning. Analysis of system log file showed errors related to the issue. Upon troubleshooting, rse found the generator power was tripped. To resolve the issue, the power switch was released and after that, the system was returned to use in good working order.